Event description:
It was reported that the hosp had a power outage the previous night and when they tried rebooting the legacy digital r and f x-ray system in the morning, the system was unusable. When the ge healthcare field service engineer (gehc fe) entered the radiology exam room, he noticed smoke coming out of the system cabinet. There were no visual open flames present until he opened the generator cabinet and then noticed there was an internal fire. The gehc fe immediately pressed the emergency stop button and the breaker was turned off, and the fire extinguished itself after the power was removed. There was no injury reported as a result of this event.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.